Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was the patient stated that they received a letter telling them that their ins battery was low and that they were scheduled for an appointment with their doctor on may 8th. The patient added that they received the letter 3 weeks ago and they were wondering if they have enough battery on their ins for their appointment with their doctor. The agent reviewed longevity information and walked the patient through connecting to their ins. The patient confirmed seeing the elective replacement indicator (eri) message. The agent set the case as a staging record because the patient reported that they were peeing too much in the evening and that both overactivity and retention of their bladder weren't the best. The patient added that they'd had utis and that their doctor recommended that they switch to another program when their curre nt program doesn't work. The patient also mentioned that they were doing okay in the evening, but since the weather changed where it's cold in the evening, the just thought that could have caused their return of symptoms. The agent reviewed general therapy information and the patient confirmed that they were able to switch to a different program and adjust their stimulation to a comfortable level. Redirected to their doctor if the issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.